Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a worn uso seal and cracked battery compartment. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The pump was found to be over delivering to the manufacturing specifications. As a result, the expulsor assembly was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. A1 and h3 were updated, d3, g1, and g2 email is: (B)(6).

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, the device failed a volume test at 21.55ml; the device's value was too high. There was no patient involvement; no patient adverse effects.